Event description:
It was reported that during a da vinci hysterectomy procedure, the wheel on the instrument broke. There was no report that fragment(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. Failure analysis investigation also found that a small piece of the yaw pulley beneath the grip assembly was found to be melted or removed. The area was no longer smooth and exhibited a black char mark. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and yaw pulley, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.